Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, a myocardial infarction occurred. The index procedure treated the 85% stenosed target lesion located in the 3.1mm reference diameter mid left anterior descending (lad) artery. Treatment utilized a direct stent technique and placed a 3.0x24mm taxus liberte stent and post dilated resulting in 0% residual stenosis. The next day, the patient experienced a myocardial infarction. No action was taken to treat the event. The event resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).